Event description:
The resident was found on the floor in hallway on 2nd floor after falling out of their wheelchair. The wheelchair was noted to have collapsed after the front wheel came apart. It was the right front wheel that came apart.